Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, fatigue and depression. Concurrent conditions included bacterial vaginosis, vertigo, anxiety, insomnia, anhedonia, (B)(6), dysmenorrhea, intramural leiomyoma of uterus and endometriosis of uterus. Concomitant products included alprazolam, alprazolam (xanax) and bupropion hydrochloride (wellbutrin). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms") and menorrhagia ("heavy / painful periods"). The patient was treated with surgery (total hysterectomy with tubes removed laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder and menorrhagia outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: - no significant pathologic abnormality. Endometrium: secretory pattern endometrium. Myometrium: leiomyomas. Adenomyosis. Fallopian tubes: no significant pathologic abnormality. Essure coils identified bilaterally in tubes at endometrial orifice. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, fatigue and depression. Concurrent conditions included bacterial vaginosis, vertigo, anxiety, insomnia, anhedonia, genital herpes, dysmenorrhea, intramural leiomyoma of uterus and endometriosis of uterus. Concomitant products included alprazolam, alprazolam (xanax) and bupropion hydrochloride (wellbutrin). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), menorrhagia ("heavy / painful periods") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (total hysterectomy with tubes removed laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: - no significant pathologic abnormality. Endometrium: secretory pattern endometrium. Myometrium: leiomyomas. Adenomyosis. Fallopian tubes: no significant pathologic abnormality. , essure coils identified bilaterally in tubes at endometrial orifice. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.